Event description:
It was reported that stimulation could not be adjusted and the ¿call your doctor¿ icon was displayed. There was a power on reset (por) condition over the weekend ((B)(6) 2015). The event cause was unknown; however, it was noted that the patient was near welding equipment and other machinery over the weekend, as well. The patient experienced a loss of therapy. When the ins was interrogated with the clinician programmer, the 0x400 code was displayed. The por condition was cleared, and the patient was advised to resume usual device use. It was further reported that the patient was now receiving therapy and the battery ¿[seemed] to be working as designed.¿ if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 37754, serial#: (B)(4), product type: recharger. (B)(4).